Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt is having difficulty maintaining communication while charging her ipg. Due to the pt's size, it is unk if the issue involves the ipg or the need for a belt to keep the antenna firmly attached. A new charging system and charger belt were sent to the pt. It is currently undetermined whether these resolved the issue. No further info is available at this time.